Event description:
This lead was explanted on approximately (B)(6) 2012 due to pocket erosion and infection. They are working with dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).